Event description:
Customer received a blood glucose reading of 583mg/dl. Took 10 units of insulin. Customer had symptoms of low blood glucose and called 911. Customer was taken and admitted to the hosp. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.